Manufacturer narrative:
(B)(4). Added additional information: the device was returned with the tissue pad detached from the clamp arm, but returned with the device. Initial visual inspection revealed the presence of body fluids, which indicates that the device was used. The device was tested with a test handpiece and generator and the device did activate. Pad damage occurs, when it is clamped against the blade without tissue and activated. The resulting damage contributes to the removal of the pad from the clamp arm. Cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use.

Event description:
It was reported that during a lavh procedure, on the last activation they noticed that the white pad had fallen off. It was completely detached. There was no impact to the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.